Manufacturer narrative:
Concomitant medical products. Model: 5086mri52, lead; implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient is deceased. The patient presented to the clinic and the right ventricular (rv) lead exhibited intermittent capture, oversensing noise and unstable thresholds. The right atrial (ra) lead exhibited oversensing noise, and the implantable cardioverter defibrillator (ICD) exhibited pacing problems. Reprogramming was completed and the patient was then admitted. Following, it was noted the rv lead was not capturing. The physician tried to put in a temporary pacing lead, however the patient had already passed.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.